Manufacturer narrative:
Original event was reported as a malfunction however it should have been reported as a serious injury.

Manufacturer narrative:
Product has been requested for evaluation however it has been received.

Event description:
Particles with metallic appearance exited from handpiece, during sculpture step, into patient's eye. Several remained stuck to the iris.

Manufacturer narrative:
The stellaris handpiece was visually examined and no external visual defects were noted. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended. A filter test was performed by running processed water through the irrigation tube out of the tip of the nose onto a 0.45 micron filter. The water was then vacuumed off through the filter to trap any possible particles. Microscopic examination found dark colored particles all over the filter, too numerous to count. The particles were very small. Some particles did appear metallic. One particle has the appearance of organic material. The lab analysis states that the small metallic in particles consists of chromium alloy steel. The particle was 30.5 microns in length across its major axis. The analysis indicate that the large dark particle consists of organic material and mineral deposits. The particle was 71.4 microns in length across its major axis.